Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the act button is hard to push and it also has a crack on the act button. The customer stated that the device was not dropped or exposed to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch. The pump was received with minor scratches on the display window. Unable to verify history anomaly due to no button response. Inspected a connector on the lcd and no unlocked keypad connector noted. No crack at button keypad noted.